Event description:
It was reported by the customer that a pyxis medstation es system had recurring database bloat. The customer stated that the user was unable to run the transactions as they received an error message. The user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A technical support specialist confirmed that the issue was resolved by the product support specialist. The device functioned as intended after the product support specialist resolved the issue.